Event description:
During a clinic follow-up, inappropriate magnet response was observed on the device. Furthermore, the device was unable to be interrogated. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.